Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg had migrated and was causing pain at the ipg site. To address the issue patient underwent surgical intervention wherein the new ipg was repositioned and put in a little deeper on (B)(6) 2022. The ipg was also electively replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.